Manufacturer narrative:
This event is recorded with zimmer biomet under cmp (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Telephone:(B)(6). Foreign: switzerland. Review of the most recent repair record determined the motor stops and the control bar was out of position. The motor was replaced and position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handpiece does not function. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At evaluation the investigation found the unit would not stay on.